Event description:
It was reported to depuy acromed that a vsp screw broke approximately 15 years after insertion. As a result, a second procedure was performed to explant the device. As surgical intervention occurred an MDR is being filed to document this event.